Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The external/internal inspection was performed and the device passed. The device also underwent functional testing. There were no non-conforming product issues found during sample analysis that was related to the reported issue. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:36:17. During night drain cycle five, the patient's ultrafiltration reading was 2932ml, indicating the home patient drained 2632ml more than their maximum programmed fill volume of 2000ml. No additional information is available.